Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she has experienced elevated blood glucose and insulin leakage while using the infusion sets. This has been ongoing "for months." There were no concerns with the preparation or insertion of the infusion set or with the removal of the insertion needle. Patient noticed the insulin leakage when she smelled insulin and when her clothes were wet. Blood glucose elevated as high as the 500's mg/dl. Patient does not have a normal blood glucose but prefers her hba1c to be in the 7% range. Hba1c has recently been in the 9% range. The infusion cannulas are sometimes bent near the adhesive. Headsets are inserted manually, and patient noticed the concerns immediately to a few hours following insertion. Product was replaced, and no product will be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional attempts to follow-up with patient were unsuccessful.